Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer technical support assisted the caller with resetting the pump, and the issue did not recur afterward. Customer was instructed to continue using the pump and to contact support again if any malfunction code appears in the future.